Manufacturer narrative:
(B)(4).

Event description:
3.5 was a little painful and "too much." He felt electricity going up his rectum. He walked to the kitchen and could feel it, and then could not feel it.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# va0gmx2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that on (B)(6) 2015 (the day of this report) the patient noticed on his programmer that his settings jumped from 2 to 5 and just about went through the roof. It felt like "someone stuck and electrical plug up his butt." His programmer read 3.5 on program 1 with the ins "on." 3.5 was a little painful. The patient felt that electrical feeling when he walked. Patient services helped the patient troubleshoot with the programmer and the patient then saw a question mark on the programmer screen. The patient had poor communication with his implanted device and saw the poor communication screen again. Then the patient decided that 3.5 felt fine. The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues.